Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient received an inappropriate high voltage shock in a swimming pool. Interrogation of the device revealed that interference on the lead is related to the high voltage therapy. Additionally, it was reported that cablework was present close to the swimming pool during the time the high voltage therapy was delivered. Upon further investigation, two more similar interference episodes were found in the episode log. The device was programmed to a lower sensitivity. No further actions were planned since these isolated episodes. It was judged that the lead functioned normally, and that a strong interference present in the swimming pool environment caused the oversensing. No further patient complications were reported as a result of this event.